Event description:
A complainant reported the patient was on impella cp support. The impella fixation ring was loose, and it slipped out into the descending aorta. It was determined that a vent was necessary, so the pump was replaced and repositioned. No patient harm has been reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
G.2 revised as selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-15879.